Event description:
Within the medline lap chole cds is a universal trocar cap manufactured by conmed. During surgery, the physicians observed a plastic ring/gasket (component of the conmed cap) in the pt (area of the procedure). The piece was removed and say aside with the cap. No harm to pt, * lot # medline lap chole. The lot # of the device in questions is 0704171 medline aware and checking all stock for the conmed, lot# and informant conmed.